Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-mar-2019 with the following findings: during investigation, the battery compartment was found to be cracked. Additionally, the display appeared dim and discolored. The ok, contrast, up, down keys were intermittently responding. The keypad was removed and it there was contamination found under the all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment a dim/fading color spectrum and contamination under the button. This report is made based on results of investigation completed on 20-mar-2019.